Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose reading at the time of incident was above 400 mg/dl. Customer was placed into an emergency room. The customer was treated with intravenous insulin infusion for high blood glucose. Customer's current blood glucose value was above 300 mg/dl. The customer also alleged that the insulin pump was under delivering. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.